Event description:
Equipment issue: controller failure: (B)(6) 2023 2133: caregiver reports patient had a "controller failed alarm" and passed out. Caregiver assisted patient to the floor and got backup controller prepped with battery power and then preformed a controller exchange. Caregiver states patient was turning blue and her tongue was protruding during exchange. Caregiver was able to exchange controller and restart vad. Patient admitted to hospital overnight for observation. Everything appears to be at baseline this am. Autologs and hvad logs being sent now. Affected equipment serial/lot number: failed controller: (B)(6) new equipment supplied to patient: back-up controller now made primary: (B)(6) new emergency back-up controller: (B)(6).